Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties although the reported treatments appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide catheter: ptfe 0.035. Guide wire: connect 0.018. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a thrombus containing lesion in the non to moderately tortuous, moderately calcified, 45% stenosed below bifurcation left femoral artery. A 5.50 x 150 supera peripheral stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and during deployment the stent implant partially deployed inside the unspecified introducer sheath. The introducer sheath was removed and the stent implant was exposed at the puncture site. The patient was taken to surgery to have a cut down procedure to remove the stent implant. No other information was provided.